Manufacturer narrative:
A ge oec svc rep investigated the issue and found arcing at the tube. The high voltage candlesticks were cleaned and re-greased and the x-ray tube was replaced. System was re-calibrated and function restored. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy sys was reported to make loud popping noises from the x-ray tube area during use.